Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer walked into a table, bumping the pump hard against the object, and as a result the touch screen became cracked and unresponsive. Customer¿s blood glucose ranged from 109 mg/dl to 141 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.